Event description:
During index procedure, the patient had one endeavor rapid exchange (rx) drug-eluting stent successfully implanted to the proximal rca (3.50 x 24mm). At the 30 day, 6, 9 and 12 month follow up patient was symptom free. Approximately 23 months post index procedure, the patient suffered a gi bleed cause by gastric ulcer which was treated by coagulation hemostasis. Investigator indicated that there was no relationship with the study procedure or drug. At the 24 month follow up patient was symptom free.

Manufacturer narrative:
Results: hemorrhage. (B)(4).